Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from olympus (B)(6), there was the possibility that the damaged channel caused the inappropriate reprocessing and it caused the residual foreign material. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at the service department of olympus (B)(6), it was found that there was foreign material on the channel of the subject device due to the damaged channel. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.